Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was lung cancer. The caller stated that the customer had heart disease and stroke. The customer¿s blood glucose was 248 mg/dl one day before the time of death. The customer was not wearing the insulin pump at the time of death. It had been disconnected by the medical staff due to customer not eating and causing him to have low blood glucose levels. The customer was not using sensors. The caller declined returning the insulin pump for analysis.